Manufacturer narrative:
Investigation summary: a review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: social media or online platform.

Event description:
Reported false positive result for quickvue sars otc. The consumer communicated the result was followed up with a confirmed negative by molecular (pcr testing).